Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of metal poisoning, fatigue, and pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of metal poisoning, fatigue, and pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014. Operative report further noted the presence of fibrinous debris, black synovium, fluid, and superior acetabular defect. The modular head was removed and replaced with an active articulation head, liner and taper adapter.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following were updated: cobalt levels collected on (B)(6) 2014 73.5 ppb. Chromium levels collected on (B)(6) 2014 63.8 ppb. Cobalt levels collected on (B)(6) 2014 15.2 ng/ml. Chromium levels collected on (B)(6) 2014 2.8 ng/ml. Common device name and device product code, surgeon and hospital, health professional, initial reporter- occupation, date received by manufacturer. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2014-04844, 0001825034-2014-04844-1, 0001825034-2014-04844-2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Entire reported event was unable to be confirmed, however, medical records did confirm elevated ion levels. Device history record DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.